Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was high impedance greater than 2500 ohms. During the procedure, the patient experienced ventricular perforation. It was later solved without consequences for the patient, and no further patient complications have been reported as a result of this event.